Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount remaining in the cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: there were no debris observed in the cartridge compartment. No activity in the pump's black box was observed in relation to the alleged issue. The remaining insulin reading was calculating accurately during testing. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.